Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the right atrial (ra) lead exhibited noise which resulted in inappropriate automatic mode switch (ams) episodes. The noise was also reproduced via isometrics. There was no intervention performed since the noise amplitude was too high. The patient was in stable condition.